Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that insulin was leaking from the reservoir when pushing the air bubbles and before connecting to the tubing. No further info was provided.